Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged inaccuracy issue began. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result of ¿245 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that she continued with her usual diabetes management routine after obtaining the alleged inaccurate result and administered 1800 mg of metformin. She indicated that an unknown time later, she developed symptoms of ¿dizzy and tired¿. She denied receiving any treatment for her symptoms above and beyond her normal diabetes care and management routine. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. I.e. Dizzy and tired, after the alleged product issue began.